Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 467mg/dl. Elevated bg levels were treated by administering a correction bolus with the pump. The customer believed that bg levels were a result of the pump delivering boluses as extended boluses, but tandem technical support determined that the customer misunderstood insulin on board (iob) to be extended bolus. Tandem technical support educated the customer and the customer's contact on iob, and discussed factors that could cause high bgs. Recommendation was made that the customer contact their healthcare provider to discuss what may be affecting bg levels.